Manufacturer narrative:
This electrode is expected to be returned and will be analyzed upon return. A supplemental report will be filed upon completion of analysis.

Event description:
It was reported that this electrode exhibited noise, oversensing, and low amplitudes. This patient had a 30 pound weight loss. Technical services (ts) discussed troubleshooting options. The subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed at that time. Additional information was later received that this electrode was explanted and replaced with a different electrode. It was noted that this was to try to improve primary vector sensing. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode exhibited noise, oversensing, and low amplitudes. This patient had a 30 pound weight loss. Technical services (ts) discussed troubleshooting options. The subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed at that time. Additional information was later received that this electrode was explanted and replaced with a different electrode. It was noted that this was to try to improve primary vector sensing. No additional adverse patient effects were reported.